Manufacturer narrative:
A product investigation was completed: the visual inspection of the returned drill bit has shown that approximately 10 mm from the fluted tip section is broken off. The broken off portion was not returned. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 440a per standards as required and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part# 03.617.916, lot# 2608766. Manufacturing location: (B)(4), manufacturing date: jun 11, 2010. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported on (B)(6) 2016, reported devices broke during the initial surgery. No delay to surgery time was reported. Surgery was completed successfully. Patient outcome was reported as good. This report is for one (1) drill bit. This is report 1 of 2 for com-(B)(4).